Manufacturer narrative:
Device not available for evaluation. Device not returned to manufacturer for evaluation. Evaluation narrative - the product was not returned for evaluation. Without the return of the actual products involved, our investigation of this report is inconclusive. A review of the device history records did not reveal any discrepancies that would have caused or contributed to the reported incident. We will continue to monitor for any trend. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left femoral component was implanted into the right knee. A revision surgery was performed later that day to correct the problem.